Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous descending aorta. The 40/7/2/100 equalizer¿ was advanced for dilatation. However, on the first inflation at unspecified atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was good.